Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: ¿indications: the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Warnings: the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g. Blocking the vent hole, bedpan, barrier creams). Do not insert the product into the vagina, anus or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was complaining that purewick was not suctioning & patient had got urinary tract infection. Patient had been switching kit has 2. Patient did not want to purchase a new one & asked to speak with a supervisor then sent an email, also complained that troubleshoot representative did not help. Patient was using with female wicks. It was unclear if lot number was requested & also unclear if medical intervention was provided. No additional information was provided & it was unknown what medical intervention was provided for the urinary tract infection.